Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer reported that the display was blank for less than 30 seconds and then did not return. Insert battery alarm did not appear on the screen. Troubleshooting was performed and the display di not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.